Manufacturer narrative:
Power cord torn.

Event description:
It was reported by service report that the power cord was replaced. There was no patient involvement; however, adverse consequences are unknown.